Event description:
Event description guidant received information that at implant, this implantable cardioverter defibrillator (ICD) was at middle of life 2 (mol2) and exhibited a monitoring voltage of 2.62v. The device was interrogated prior to implant, but the battery status was not checked. After implant, it was realized that there was a low battery status. Two manual capacitor reforms were performed and the battery voltage remained at 2.62. The charge time is 8.4 sec.